Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm masters mitral valve was implanted. The patient's native annular dimension was rheumatic and 31mm. Post-implant after the left atrium was closed, transthoracic echocardiogram (tte) was performed and high-velocity jets were observed around the valve area, leading to mitral regurgitation 2++. Both leaflets were functioning well and had no evidence of leaflet mobility restriction despite the mitral regurgitation. The masters valve was explanted and replaced with an unknown sized unknown manufacturer valve. The patient was reported to have been discharged home in stable condition.

Manufacturer narrative:
An event of paravalvular leak was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported perivalvular leak could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.